Event description:
When alcon clareon intraocular lens cnw0t3 serial number (B)(6) was implanted in the patient's eye, doctor noted a tear in the middle of the haptic and the surrounding edges. The lens was cut, removed from the eye, and replaced with a new lens. Alcon representative was notified. Operating room manager and chief of ophthalmology notified of incident.